Event description:
It was reported that several attempts were made to seat the screws into the recess. Attempted to implant liner and it wouldn't seat because screw heads were proud. Extension of surgery over 30 mins.